Event description:
We were experiencing significant delays while administering critical medications with the alaris syringe pumps. The delays are inherent to the syringe pump itself. These delays have impacted patients' hemodynamic stability in the pediatric critical care population. All alaris syringe pumps at this facility are affected and the manufacturer has been made fully aware.there have been two incidents with patients where the significant delay inherent in the syringe pump has resulted in the patients becoming unstable and almost requiring resuscitation. Patients have required fluid boluses due to significant drops in blood pressure (example: 50/20) when staff are transitioning the syringe pump to a new syringe of medication. This scenario is significant especially in fragile infants/children who are on vasopressor drips to maintain hemodynamic stability. The lag time in the pumps can be seen when the pump is set to deliver <1 to 3 to 5 cc's. Staff estimates that they have been using work-arounds for this problem for 8-9 months by setting up another pump prior to changing the syringe. Staff have observed that it can take anywhere from 15 minutes to 60 minutes before they see drops of medication coming from the end of the IV tubing. We have heard from other hospitals specializing in the care of children that they are seeing this same issue with this device.we contacted the manufacturer and requested that they come on site to observe and interview staff using the device. The manufacturer was on-site for a full seven days, including the weekend. Observations and interviews with nursing confirmed that the staff are using the priming button on the IV pump and that the problem persists even with this step. The manufacturer identified some possible causes of the problem including positive pressure in the device manifold and the compliance/elasticity of the 60cc syringe plunger's rubber stopper. It is not feasible or good infection control practice to always use smaller size syringes with these pumps. The 60cc syringe cannot be eliminated from the medication delivery process. The manufacturer made recommendations, which were followed, including changing the manifold; however, the problems continue. This pump delivers medication in a pulsating delivery mode rather than in a continuous uninterrupted flow. Only in low flow IV rate situations in sensitive patients does this create the significant problem. Flow rates creating this problem can be 1, 2, 3, and 5cc setting on the pump. The manufacturer is aware that their recommendations were implemented and that the problems persist. The manufacturer has not been able to define the low flow rate for this syringe pump.the manufacturer informed this facility that they (the manufacturer) are aware of the lag issue. The manufacturer acknowledged this is a significant problem but they do not have an answer in how to solve it and that they will not have one in a quick manner. We requested the manufacturer notify all childrens hospitals/facilities of this problem: the manufacturer drafted a notice but has not sent it out or made this issue known to other facilities/healthcare providers of children. This facility has approximately 660 of these syringe pumps. Approximately 350 to 400 of these devices have been removed from the critical care areas and replaced with another manufacturer's device. Acute care patients that are hemodynamically stable have not been affected by this device.